Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis on an unknown date in the same month as the onset. The cause of the peritonitis was unknown. On an unreported date, the patient discontinued pd therapy and was transferred to an in-center hemodialysis. Hemodialysis was ongoing at the time of this report. The outcome of the event was not reported. No additional information is available. This is report 2 of 3.